Event description:
Channel a alarmed for volume infused. When it was attempted to stop channel to reset volume, the pump wouldn't stop. Turned entire pump on/off but would not reset. Just kept beeping volume.